Event description:
Plaintiff states that she wore latex gloves and suffered from hives, wheezing, hand dermatitis, runny eyes, runny nose, dizziness and flu-like while working as a respiratory therapist. She was diagnosed with latex allergy sept. 1995.